Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found the customer reported issue of "poor image" was not able to be reproduced, not confirmed. However, device evaluation observed the adhesives around light guide lens (lg) and objective lens (insertion section) found with white clouded area. Furthermore, inspection found clogged nozzle with foreign material, irrigation error noted. This conditions attributed to insufficient cleaning, handling problems. Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the following defects were identified during device inspection: due to deformation of s-cover (control section), water tightness is lost. Due to wear of angle wire (angle wires were stretched), bending angle in up direction does not meet the standard value. Adhesive on a-rubber has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber (insertion section) has white-clouded area. Main body inspection found the s-connector is dirty due to water leakage. Distal end check found c-cover has a dent and has a burn. This condition attributed due to the high energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. Scratch found on connecting tube, the reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it ¿ the facility noted ¿unknown¿. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Flush the air/water nozzle with water and air- noted ¿unknown¿. Flushed air/water nozzle with detergent solution. Brush points for air/water channel with clean lint ¿free cloths, brushes, sponges- noted ¿unknown¿. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " poor image". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.